Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there is no liquid in the vial and the lens was dry. The lens was not used and no other devices came in contact with the lens.